Event description:
It was reported that noise was observed on the lead. It could only be partially reproduced through pocket manipulation. All electrical measurements were good. X ray imaging showed no anomalies. High voltage therapy was disabled until the lead could be capped and replaced. New info states that this lead was capped.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.